Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Brown material was observed within the device and on the shell surface. The product evaluation team (pe) discovered two rents; rent a, measuring approximately 0.7 cm, and rent b, measuring approximately 0.4 cm. Both were accompanied by shell wear suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage, nor the etiology of the brown material found in and on the device. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to the manufacturing process. The DHR was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with a mentor siltex round moderate profile 200cc saline breast prosthesis that deflated post-operatively. As a result, the patient underwent unilateral removal and replacement with a non-mentor device on (B)(6) 2017.